Manufacturer narrative:
The co rep performed run test and unit failed after 45 min. Replaced the battery (part number: 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that, when they powered up the iabp, the battery failed. The iabp battery was only for 15 minutes. The patient was switched to another iabp and therapy was continued. No patient injury was reported.